Event description:
It was reported that during service and repair pre-testing, it was observed that the battery device would not hold a charge. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was most likely from various worn electrical components from normal wearout. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.